Event description:
The customer reported that she was hospitalized with a blood glucose reading of 582 mg/dl and ketones. The customer was very concerned because she changed the infusion set several times, but continued experiencing high blood glucose levels. The customer was not comfortable using the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.